Event description:
It was reported that both pipelines could not be released from the capture coil during deployment and were removed from the patient. No patient injury reported.

Manufacturer narrative:
The pipelines were returned not attached to the capture coil. The evaluation could not determine the cause of the event. (B)(4).